Event description:
A wand handpiece with a becton dickinson precision glide 30-guage 1" needle/hub assembly was used to perform a dental injection. User assembled the handpiece (attaching the needle/hub bonded assembly to the hand piece) and attached the assembly to the drive unit. The user performed the injection. Upon removal of the handpiece from patient's mouth, the needle separated from the needle hub and remained in the soft tissue of the patient's mouth. User confirmed location of needle within the soft tissue and removed the needle without causing patient injury. Additionally, it was reported at the same time that a second becton dickinson precision glide needle from the same lot was too dull to penetrate tissue and could not be used.